Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis the guidewire exit port was found lifted. There was no damage observed on the distal tip. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that catheter was trapped with the guidewire. An opticross hd imaging catheter was selected for use to view the target lesion. During advancement the catheter was unable to cross the lesion. The physician went to remove the catheter but it was trapped in the guidewire. Both catheter and wire were removed together. The procedure was completed with the same device. No patient complications were reported.

Event description:
It was reported that catheter was trapped with the guidewire. An opticross hd imaging catheter was selected for use to view the target lesion. During advancement the catheter was unable to cross the lesion. The physician went to remove the catheter but it was trapped in the guidewire. Both catheter and wire were removed together. The procedure was completed with the same device. No patient complications were reported.